Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03302. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to the bladder prolapse, leakage, could not hold urge to go, bowel problem, felt like insides were going to fall out, recurrent bladder infections and recurrent vaginal prolapse. The patient experienced infections, fever, headache, swelling, nervousness, anxiety, mesh protrusion, and felt like insides were coming out, pressure from kidneys, uncontrollable bowels and no sexual desire because of the pain. It was reported that patient underwent mesh removal on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.